Manufacturer narrative:
Batch review performed on 09 july 2018. Lot 167416: (B)(4) items manufactured and released on 30 january 2017. Expiration date: 2022-01-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to tibial tray loosening, 1 year after surgery.

Manufacturer narrative:
On 26 july 2018 the patient matched department checked the case and found no deviations from the standard procedures. Each step has been performed correctly.